Event description:
It was reported that the patient experienced diaphragmatic stimulation. The ventricular output was reduced from 4 v to 2.5 v and the stimulation was still noted.

Manufacturer narrative:
No medwatch form was received.